Manufacturer narrative:
Device received with constant pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test or functional test due to constant pump error 38 during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 325 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer reported that the insulin pump was having delivery problems and removed reservoir from chamber and the infusion set where it was cocked was leaking all over the place. The customer stated that the insulin pump goes into rewind, attempts to rewind and gets a pump error and then it resets again. Customer stated the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.